Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a small white piece of possible cartridge septum material in the syringe. Reportedly, this event occurred during every load sequence. There was no reported impact to the customer's blood glucose level.